Event description:
A biomedical engineer reported, during a cranial biopsy procedure the computer of their stealthstation treon guidance system, it crashed. The surgeon completed the biopsy without the use of navigation. No impact on the patient was reported.

Manufacturer narrative:
Reporter opted to not provide the patients demographic information citing (B)(6) law. Software has not been evaluated as of the date of this report.